Manufacturer narrative:
Upon review, the pacemaker should not have been submitted as a medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.

Event description:
Upon review, the pacemaker should not have been submitted as a medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.

Event description:
It was reported that the patient's pacemaker, right atrial and right ventricular lead were explanted for unknown reasons. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.